Event description:
It was reported that following a trial procedure, patient experienced right leg pain instantly. The patient had a lead pull and reportedly doing well postoperatively. The explanted leads were not returned as they were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e, (B)(6).